Manufacturer narrative:
The multi out power supply was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. When connected to ac the 28vdc port had no output. All other ports had normal output. An electrical issue was observed. Eval code method is associated with this analysis, eval code result is associated with this analysis, eval code conclusion is associated with this analysis. The surgeon lcd cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Eval code method is associated with this analysis, eval code result is associated with this analysis, eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733619, serial/lot #: (B)(4); product ID: 9733571, serial/lot #: (B)(4). Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the replaced the power supply and surgeon lcd cable and the issue resolved. They completed a full system checkout and all test passed, the system is fully functional and ready for clinical use. The power supply and the surgeon lcd cable has not returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the surgeon monitor was not displaying video. The site felt there is a short from the interconnect cable. No patient was present at the time of the event.